Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that at first the meter would not power on and then once it was powered on the meter went into set mode. After resetting the meter she received a meter result of 4.0 inr. The customer stated the bottom of the "4" was very faded whereas the top segments were dark black. The top and the bottom right of the "0" was very faded whereas all other segments were dark black. A display check was performed and the '88.8' displayed, but showed some segments were faded and other segments were dark black. It was then confirmed that there were no missing segments or pieces.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. .